Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-33522.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-33522. It was reported the patient received inadequate therapy due to the migration of both of their leads. As a result, the patient underwent surgical intervention. During the procedure, the physician decided to explant and replace both of the patient's leads. Adequate therapy was restored postoperatively.